Manufacturer narrative:
The ge rep performed an on site investigation. The high voltage cable was replaced and the insulated gate bipolar transistor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system was not displaying images and the system appeared to be failing to fluoroscopy xray. There was no report of pt injury.